Event description:
It was reported that patient device was not working as intended and patient experiencing severe pain. The patient underwent an explant procedure where all devices were removed. The explanted device will not be return as it was discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 7074559/7074514.